Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump did not go into threshold suspend mode. The customer's blood glucose level dropped to 38 mg/dl during the night. The customer reported waking up in sweat, and then treated with juice and jelly. The insulin pump did not go into threshold suspend until the customer's reading was 67 mg/dl. The customer reported that there were discrepancies between the sensor and blood glucose readings. The customer's blood glucose level at the time of call was 250 mg/dl. The customer reported a prior bent cannula on a sensor. The customer was advised to monitor the device and her blood glucose levels and to call back if problems persisted.